Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and a mesh was implanted. Concomitantly the patient underwent a hysterectomy. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2012 and a mesh revision with vaginal wall graft and anterior colporrhaphy on (B)(6) 2012 by implanting surgeon due to erosion, dyspareunia, exposure. It was further reported that the patient experienced vaginal bleeding and mesh erosion on (B)(6) /2011 and was started on estradiol. She has a known history of mesh erosion and had mesh trimmed by another md with similar presentation. On (B)(6) 2012 the patient experienced erosion of vaginal mesh and vaginitis and was treated with metronidazole. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008. It was reported that the patient underwent a vaginal wall graft revision, cystoscopy, and anterior colporrhaphy on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterine prolapse, cystocele and rectocele. The patient experienced, infections, chronic vaginal pain, bladder discomfort and lower abdominal pain, vaginal bleeding due to erosion, odorous discharge, lack of mobility due these symptoms, irritation, numbing sensation when urinating, cramping and painful intercourse. It was reported the patient underwent mesh trim on (B)(6) 2008 and excision of eroded mesh on (B)(6) 2012 & (B)(6) 2012 due to chronic vaginal and abdominal pain, painful intercourse and erosion. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.